Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was unable to register using pointmerge registration or tracer registration. The 3d model was missing the top of the head, red points for tracer appeared below the eyebrow and toward the cheek. In trouble-shooting, a medtronic representative recommended the 3d model be adjusted to remove scatter in the front of the forehead. Also advised re-registering using tracer registration with a new model and with the tracer pattern staying on bony anatomy visible in the 3d model. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
(B)(6). Medtronic field representative was able to identify that the CT scan had some kind of scatter. She eliminated the scatter with the software thresholding tool and they were able to register. The site has since been trained on proper registration model editing and tracer technique. No registration issues have been encountered since.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported.